Manufacturer narrative:
The pump was received with a loose/protruded drive support disk, minor scratches on the display window and a cracked reservoir tube lip. The pump alarmed compromised force sensor system during the basic occlusion test due to the loose/protruded drive support disk. Unable to verify the history anomaly due to the alarm. The pump passed the idle current, run current, displacement and rewind tests. Unable to perform the self test, off no power, unexpected restart, occlusion, prime, or no delivery tests due to the alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed compromised force sensor system. Insulin was squirting out during the manual prime process. Insulin continued to drip after the motor stopped during the manual prime process. The customer was unable to exit the preparing to prime loop. The drive support cap was sticking out. Customer's blood glucose level was 233 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.